Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; anterior and posterior colporrhaphy; enterocele repair; due to sui and pop. It was reported that following insertion the patient experienced pain, infection and recurrence. It was reported that the patient underwent abdominosacral colpopexy with bard alyte mesh on (B)(6) 2012 due to recurrent pop and urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urianry retention. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to recurrent cystocele and rectocele.